Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Block h6: imdrf device code a0501 captures the reportable event of electrode detached.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the stomach fundus during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the tip of the knife detached. Another orise proknife was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
E1: initial reporter facility name and address: (B)(6). H6: imdrf device code a0501 captures the reportable event of electrode detached. H11: investigation results: the returned orise proknife was received for analysis. The device returned without any visible failure, and after a functional inspection, the electrode was able to extend and retract completely. The reported event was not confirmed. Based on the available information, the returned device did not identify any evidence of either the alleged issue(s) or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the stomach fundus during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the tip of the knife detached. Another orise proknife was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.